Manufacturer narrative:
MFR received date: 04nov2019. Information was received that the service engineer (se) inspected the device and confirmed the reported issue. The se found that it is necessary to replace the membrane keyboard and that the display panel has broken parts that impede the fixing of screws so the whole panel needs to be replace. Although multiple attempts were made for the repair/service of the device no additional information has been provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 03dec2019. Date of report: (B)(6) 2019. The service engineer (se) inspected the device. The se replaced the panel membrane and screen shell assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 31oct2019. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/02/2019.

Event description:
It was reported that the ventilator after a few minutes when turned on the ventilation screen, a screen appears to confirm fan shutdown (without pressing the ¿off¿ key). There was no patient involvement.